Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia requiring ems intervention. The user stated they did not wish to provide further details, and no additional information is available. The user subsequently received a replacement ilet as a courtesy.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.